Manufacturer narrative:
This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. A visual inspection was conducted. There were signs of clinical use and no evidence of blood. The device was broken at one of the connector ends. The insulation was torn and the internal wires exposed. The device was evaluated for connector function with reference hemopro 2 and adapter per instructions for use (IFU). The arrows were lined up on the hemopro 2 and the extension cable; the device connected without incident. The device was disconnected by pulling back on the extension cable at the connector collar; the device disconnected without difficulty. Both connection ends were evaluated 5 times with both the hemopro 2 and adapter. We were unable to reproduce the reported failure. Based on the returned condition of the device and the results of the investigation the reported complaint was not confirmed, but was confirmed for the analyzed "break". There was not evidence to suggest the device was tampered with, the most probable cause of the confirmed failure is repeated use and pulling the cord as opposed to the connector collar during disconnection. This would also explain the reported difficulty during disconnection of the device. (B)(4).

Event description:
The hospital reported that after an endoscopic vein harvesting procedure, vasoview hemopro 2 cord could not be removed from the harvesting tool. Case was completed and the hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.(B)(4).

Event description:
The hospital reported that after an endoscopic vein harvesting procedure, vasoview hemopro 2 cord could not be removed from the harvesting tool. Case was completed and the hospital did not report any patient effects.